Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® k2e (edta) plus blood collection tube had clots in it after use. The following information was provided by the initial reporter: "the costumer complained that during the israeli holiday season they encountered repeated failures on the ih1000 and ih500 needles. After the technician visit they suspected the problem may not be with the devices but with the tubes ( high level of clot in the tubes)."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® k2e (edta) plus blood collection tube had clots in it after use. The following information was provided by the initial reporter: "the costumer complained that during the israeli holiday season they encountered repeated failures on the ih1000 and ih500 needles. After the technician visit they suspected the problem may not be with the devices but with the tubes ( high level of clot in the tubes)."